Event description:
Related manufacturer report number 1627487-2023-02143. It was reported that patient is complaining of pain at the midline incision and anchor site. The patient underwent surgical intervention wherein the anchors were explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.